Event description:
It was reported that the patient experienced a loss of therapeutic effect. About 1 week ago the patient was having trouble emptying their bladder and 2 days ago they could not go to the bathroom. It was reported that the patient was admitted to the hospital for pneumonia and was on a respirator. They were not sure if the unit needed to be adjusted and wanted someone to come to the hospital. It was noted that they would try and find the programmer to confirm if stimulation was on or not. The patient didn¿t feel like they were emptying their bladder and put a straight catheter in today and yesterday was the first day they couldn¿t empty their bladder. It was reported that 1 week ago the patient¿s bladder wouldn¿t empty right away and they thought they needed an adjustment. One week ago the patient was transferred and the patient might be transferred to another hospital forspecial care tomorrow. It was noted that the patient was admitted for pneumonia and the flu and was on a respirator and got off that and was doing good. The patient was given a medication they were allergic to and then they started having problems.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3093-28, lot# v749520, implanted: 2011-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4). Correction to report source. Other source does not apply.

Event description:
Additional information received reported that the patient was on a straight catheter since (B)(6) 2014 and it was taken out a week ago. The manufacturer representative wanted to check the implant and the patient programmer was able to connect with the implant. It was noted that although it showed program 3 in a diamond box some programmer changes were made. The patient was not sure when they felt stimulation last. It was reported that the patient was on a respirator and was in a coma and was in a rehabilitation facility and that wasn't related to their device. The patient was dissatisfied with their health care provider's (hcp's) service as they were going to come see the patient but never did and a manufacturer representative was also going to come but they never saw them either.